Event description:
Report received of the device powering off on its own with no audible alarm. The device was returned to the user facility's biomedical dept with a note stating "pump works when plugged in, as soon as unplugged, it shuts off and beeps." No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.